Event description:
It was reported that pump displayed cartridge change error and caller found cartridge o-ring stuck on pneumatic tap area. There was no adverse impact to the customer¿s blood glucose level. Caller removed o-ring from pneumatic tap, cleaned area with alcohol wipe or lint-free cloth, reattached cartridge firmly, followed on-screen steps to complete load process, and successfully resumed insulin delivery under guidance from technical support.